Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a regular scheduled device check, multiple non-sustained rv oversensing events showing post paced t-wave oversensing were observed. The patient had no issues pre or post interrogation. Programming changes were made. The patient will be monitored via the pacer clinic.